Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system locked without displaying a system message during a surgical procedure. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was unable to replicate the reported event. As a preventive measure, the company service representative reloaded the system¿s application software. The system was then tested and met all product specifications. The system was manufactured on july 7, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).